Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm many times. Customer stated insulin pump was not working properly and was not delivering insulin. Troubleshooting was performed. Customer reported they were able to clear the alarm and rewind the insulin pump. Insulin pump passed displacement test and self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having a insulin pump error on event date of (B)(6) 2022. Insulin pump passed self-test, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test, displacement test. The history/trace downloads were successful using thus software. Insulin pump error was also present in insulin pump history on (B)(6) 2022 03:00:00. Insulin pump was cut open to perform visual inspection and found no evidence of moisture damage on electronic assemblies. Tested with a test p-cap and the test p-cap locked in place properly. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: pillowing keypad overlay and cracked keypad overlay. Insulin pump error were confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.